Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the midline incision and lead migration. The patient was administered antibiotics. At this time, saluda has not been informed that a revision procedure has taken place for this patient.

Manufacturer narrative:
The leads remains in use, making it unavailable for analysis. The cause of the lead migration and impaired healing remains unknown. The evoke scs system surgical guide lists potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and details post-operative patient instructions such as, "patients may experience redness or irritation at the implant site, in which case they should contact their physician". The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Additional information: section b5 - event description. Section g6 - type of report. Section h6 - health effect - impact code. Section h6 - type of investigation. Section h11 - addnl MFR narrative/corrected data: the device was discarded, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the reported event.

Event description:
An update was reported to saluda that a lead revision was performed. The leads were replaced and therapy was restored.